Event description:
Prior to the procedure the patient received antiaggregation therapy with aspirin and clopidogrel and anticoagulation therapy. During a stent placement procedure, it was observed that the stabilizer was jammed and would not advance or retract. As the physician attempted to advance the stent system, the vessel was perforated. A pupilar dilatation, homolateral to the treated hemisphere was observed. An intra-operation tomography was performed, observing massive bleeding. The necessary medical and surgical measures were taken, however, the patient's evolution was bad and the patient died 48 hours later.

Event description:
Prior to the procedure the patient received antiaggregation therapy with aspirin and clopidogrel and anticoagulation therapy. During a stent placement procedure, it was observed that the stabilizer was jammed and would not advance or retract. As the physician attempted to advance the stent system, the vessel was perforated. A pupilar dilatation, homolateral to the treated hemisphere was observed. An intra-operation tomography was performed, observing massive bleeding. The necessary medical and surgical measures were taken, however, the patient's evolution was bad and the patient died 48 hours later.

Event description:
Prior to the procedure, the patient received antiaggregation therapy with aspirin and clopidogrel and anticoagulation therapy. During a stent placement procedure, it was observed that the stabilizer was jammed and would not advance or retract. As the physician attempted to advance the stent system, the vessel was perforated. A pupilar dilatation, homolateral to the treated hemisphere was observed. An intra-operation tomography was performed, observing massive bleeding. The necessary medical and surgical measures were taken, however, the patient's evolution was bad and the patient died 48 hours later.

Manufacturer narrative:
The device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed a kinked and compressed microdelivery catheter and a bent and compressed stabilizer. Friction was noted when moving the stabilizer in the microdelivery catheter. The guidewire was returned inside the stabilizer. No other anomalies were noted. Additional information received from the facility stated "...I tried to advance the stent system and in the siphon it stopped. I tried to push and pull in two or three times, but I noticed that the system was blocked in the guidewire. As I pushed, the guidewire go ahead on the m2 segment. So, I decide to stop the procedure, and retrieve the whole system..." Per the device directions for use (dfu): "if excessive resistance is encountered during the use of the neuroform microdelivery stent system or any of its components at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel or a system component." As well, per the device dfu: "excess tension can build up in the wire resulting in increased friction with the delivery system. This can be alleviated by retracting the guidewire and 3f microdelivery catheter to remove any accumulated tension. If excessive friction continues, confirm that the 3f microdelivery catheter saline flush is functioning. With use, guidewires can become kinked and lose their lubricious coatings. If excessive friction persists, consider removing and discarding the guidewire and delivery system and replacing it with a new one." While this was not the likely cause for the reported friction/resistance, it appears probable that this usage resulted in the reported vessel perforation which may have resulted in the patient death. It should be noted that per additional information: "the cause of bleeding was vessel perforation with the guidewire" as the anatomy was not considered to be tortuous and continuous flush was maintained, the cause for the reported jammed stabilizer and stabilizer/guidewire friction could not be definitively determined. While death, vessel perforation and hematoma are known and anticipated complications to these types of procedures and are listed as such in the device dfu, because it appears that these complications were a result of movement of the system against resistance, the cause is believed to be use related. As a result, a probable root cause of user/use error was assigned.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional information received: the physician relates the vessel perforation to the guidewire.